Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user requested an asset location change for serial number (B)(6), updated the location from sotxradpx1a to sotxradpx1 (removal of the trailing a). The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station name change required coordinated updates across multiple systems to maintain consistency. A technical support specialist updated the station name across all required systems, including es server device settings, storage space configuration (as applicable), and ciisafe devices where needed. Verified alignment with system versions and ensured automatic updates where supported. Coordinated with hospital staff for updates in logistics and jit management console and initiated tsc case to complete backend updates including computer name (if requested), message reloads, asset location, rss portal updates, and parx database cleanup as required. The system functioned as intended after the technical support specialist troubleshot the device.